Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified eccentric de novo lesion in the first diagonal coronary artery that was 99% stenosed. A non-abbott balloon was used for pre-dilatation. A 2.25 x 23mm xience alpine stent delivery system failed to cross the lesion due to resistance with the anatomy. During removal, resistance was met with the anatomy as well. A non-abbott stent was used to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.